Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The lead was returned with an outer insulation extrinsic breach/cut. This is not considered a lead failure. In in-vivo insulation breach was not observed.

Manufacturer narrative:
This event occurred outside the u.s where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change out, insulation failure was observed on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.